Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The product support engineer advised customer to replace the user interface assembly. The customer replaced user interface assembly. Failure analysis on the returned user interface (ui) assembly shows that the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.